Event description:
(B)(4).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the manufacturer arjo (B)(4) on behalf of the importer (B)(4). When reviewing similar reportable events for concerto devices, we have found a number cases with similar fault description. The failure mode is related to a failure of the side rails: they were not secured into place by the caregiver. The trend observed for reportable complaints with this failure mode is considered to be low and stable. (B)(4), the complaint ratio is considered to be low. The device was inspected by an arjohuntleigh representative at the customer site and found to be to specification, the device was being used when the event occurred, the device contributed to the event since the patient fell off the device. The safety catches act as a locking mechanism of the side rails. There are two side rails on each device and on each side rail there are two safety catches. The side rail not being into place is visually detectable before use: even more so, since the instructions for use of the device identifies the issue using safety warnings. We have not been able to find any contributing manufacturing anomalies. The root cause of the complaint was found to be a use error as the parts of the IFU mentioned are showing that if the IFU safety warnings are followed the side rail failure should be noticed before use and will not lead to any patient or caregiver risk.